Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported her son has been experiencing elevated blood glucose levels over the past month while using the infusion sets. Mother stated, the pt's blood glucose reached 250 mg/dl. Pt's normal blood glucose range is 100-150 mg/dl. Mother reported, the pt would change the infusion set and bolus accordingly to reduce his blood glucose level. Mother stated, pt would notice the issue within the 1st and 2nd day of the change. Mother reported, the pt noticed the infusion set cannula was bent a few times. Mother stated, there were also a few insulin leakages underneath the adhesives. Mother reported in order to avoid blood glucose concerns and leakage; the pt changed the infusion headset once a day. Pt uses the insertion assist plus device to insert the infusion set. Mother stated, pt had more than one issue with the inflation set. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.